Event description:
The reporter states that he obtained the blood glucose comparison of 30mg/dl and 349mg/dl on the accu-chek advantage meter. The result were obtained within a 10 minute timeframe. No reported actions. No adverse event reported. New system sent and return requested.